Manufacturer narrative:
Further information was requested but not received

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's pacemaker had revealed premature battery depletion and inadequate capture. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Additional information: h10: field should contain the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of premature discharge of battery, and capturing problem were not confirmed. The device was received from the field with battery above elective replacement level, reaching replacement level during the analysis. Field settings indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no indication of premature depletion detected. Additionally, results from capture test under nominal conditions indicated normal results. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.